Event description:
It was reported that a percuflex ureteral stent was used in a procedure. During insertion and inside the patient, it was noticed that the tip of the stent was wrinkled. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: device code a040601 captures the reportable event of stent buckled material inside the patient.

Manufacturer narrative:
Block e1: initial reporter facility name (B)(6). Block h6: device code a040601 captures the reportable event of stent buckled material inside the patient. Block h11: investigation analysis: upon receipt at our quality assurance laboratory, this percuflex ureteral stent underwent a thorough analysis. Visual inspection of the device found that the stent bladder coil was buckled. The suture was not returned for analysis. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that this issue could be caused by operational factors. If the positioner is advanced with excess force over the guidewire the stent can get buckled/accordioned resulting in a difficulty/unable to advance, the stent to the target site. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a percuflex ureteral stent was used in a procedure. During insertion and inside the patient, it was noticed that the tip of the stent was wrinkled. The procedure was completed with another of the same device and there were no patient complications reported.